Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received for evaluation. No pictures were received. No materials# nor batchs # were provided. Unfortunately, without basic information, a thorough investigation is not possible. The customer did not alleged a malfunction. Therefore, the complaint is considered not justified.

Event description:
Customer stated 2 needle sticks with greiner product. Both were dirty needle sticks. Both situations happened while the staff member was trying to engage the safety on the needle. Customer advises that when this happened [both needlesticks], they did not pull the product packaging [for product information]. No reference or lot numbers available [therefore no product available to return]. No photos available.